Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The error code e315 was unable to be reproduced during the device evaluation. However, it¿s likely the error code temporarily occurred due to water invasion to the device which caused abnormalities to the electric parts. It¿s probable the water invasion was a result of physical stress to the subject device. A final root cause of the event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not reproduced after drying the scope. Additional evaluation findings are as follows: 1.) Channel tube found leaking due to pinhole; 2.) Switch 1 discolored; 3.) Switch box discolored; 4.) Right/left knob noted deformed; 5.) Up/down knob noted deformed; 6.) Scope connector corroded; 7.) Scope connector circuit board unit noted corroded due to water leakage (leak check label noted discolored and venting connector was leaking); 8.) Insertion tube noted scratched and leaking; 9.) Light guide lens noted cracked due to handling issue. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e315" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus. The intended procedure was completed using another similar device. The patient was not under sedation at the time of the event.